Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a patient alert for high impedance on the right ventricular lead. The impedance had previously spiked as well. Later, oversensing was also observed on the lead. The lead was partially explanted and replaced. At the time of the lead's revision, the device was unable to be interrogated due to complete depletion of the battery. The device was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.